Event description:
Caller reported damage to pump housing around the usb port, affecting the ability to charge the pump, although it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump due to the charging issue reported by the caller.